Manufacturer narrative:
The customer was provided with the components that were necessary to repair the device. The customer will be performing the repair to the device.

Event description:
It was alleged that the patient was being transferred from the stretcher to a floor bed. The mattress moved off the stretcher and the patients got caught between their bed and the stretcher. There was a caregiver injury from supporting the patient as they slid in the gap while the mattress moved. It was identified that there were no adverse consequences to the patient involved.

Event description:
It was alleged that the patient was being transferred from the stretcher to a floor bed. The mattress moved off the stretcher and the patients got caught between their bed and the stretcher. There was a caregiver injury from supporting the patient as they slid in the gap while the mattress moved. It was identified that there were no adverse consequences to the patient involved.